Event description:
Additional information was reported that another follow up was performed to re-evaluate the lead and a chest x-ray was taken. No anomalies were found during testing or on the x-ray. No adverse patient effects were reported.

Event description:
Boston scientific received information that a red alert was issued through the latitude system that this implantable cardioverter defibrillator (ICD) detected an out of range pacing impedance measurement on this right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was later reported that this rv lead was capped and successfully replaced. A visual inspection of the lead did not find any anomalies but a clavicular first rib crush is still suspected. The associated device was also explanted during the same procedure as a precaution. Because the rv lead was capped, it is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains implanted and in service. The patient will continue to be monitored closely. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts are being made to contact the physician and provide this information. At this time, this ICD and rv lead remain implanted and in service. No additional information is available. Once any additional information does become available, this report will be updated.